Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The caller had already reset the pump on their own before contacting support, and after the reset, the cgm error did not appear again, allowing the caller to successfully start their sensor session.